Manufacturer narrative:
One unit was received for evaluation in used condition. Visual inspection confirmed the device had been used. Visual inspection did not identify any manufacturing defects with the device. Functional testing was performed and no anomalies were identified. The investigation did not find a manufacturing defect with the returned device. The instructions for use state under warnings, "failure to align the shaft graduation marks between the arrows marked on the neck flange locking ring may result in occlusion of the inflation lumen causing restriction to inflation and deflation of the cuff. The inflation lumen in the shaft must not be clamped by the flange locking ring." Under set-up the instructions also state, "adjust the tube to the desired length. Align the shaft graduation marks with the arrows mark on the adjustable neck flange locking ring ensuring that the inflation lumen in the shaft lies in the cut-out section of the locking ring." The investigation determined that the instructions for use were not followed.

Event description:
It was stated that in the operating room (or), while placing the tube and inflating the cuff on the patient, the cuff appeared to be adhered and could not be inflated. Air abnormally remained in the pilot balloon and had difficulty entering the cuff, and resistance was observed. There was patient involvement and there was unknown patient harm.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.